Event description:
A healthcare professional reported after surgery it was found that patient experienced toxic anterior segment syndrome. Additional information has been requested, but none received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint lot search report reviewed; there are no other complaints for the reported lot. All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations reported during manufacturing of this lot that could cause the reported adverse event. No complaint sample was received at the manufacturing site for further investigation. Stability check - there were no confirmed out-of-specification stability deviations and no unusual trends were observed for the stability results of the stability batches tested during the review period. As no manufacturing related issues were identified and no sample is returned, a conclusive root cause could not be determined. All batches are released according to the required specifications. No further action warranted at this time. Investigation has been completed based on current information. Based on the investigational findings the in-process controls and product acceptance criteria continue to be acceptable. Complaint trends are monitored for evidence of adverse trending of reported events and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).